Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. It was noted that bacteria was found in blood cultures. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.